Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the cautery pin was detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the cautery pin was detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device revealed that the cautery pin was detached. There were no other visual failures noted. Marks were found between the contact area of the cautery pin and the handle of the device which indicate that the assembly procedure was performed correctly. The complaint was confirmed, the device has the cautery pin detached. Based on the condition of the returned device the most probable root cause classification is handling damage. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.